Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise on the ra and rv channels simultaneously in recordings stored on the device. In-office testing with posturals and isometrics reproduced noise only on the ra channel. Physician to be consulted for next steps. Lead is currently implanted.